Event description:
The report received from the field indicated that while attempting to cross the iliac artery target lesion, the palmaz genesis 29 x 50 long stent mounted on an opta pro dislodged off of the stent delivery system (sds). The stent was successfully retrieved using a snare from the iliac artery. There was no reported patient injury. The retrieved stent was successfully deployed and opposed in the patient¿s iliac artery target lesion using another balloon catheter. The procedure was completed successfully. The procedure was elective. Additional information has been requested.

Manufacturer narrative:
Additional information received indicated that: the physician was still able to use the stent in the procedure. The product will not be returned for analysis. The stent was retrieved from the iliac artery after the dislodgement. Another balloon catheter was used to oppose the stent successfully and complete the procedure. The procedure was elective. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report received indicated that while attempting to cross the iliac artery target lesion, the palmaz genesis 29 x 50 long stent mounted on an opta pro dislodged off of the stent delivery system (sds). The stent was successfully deployed and opposed in the patient¿s iliac artery target lesion using another balloon catheter. There was no reported patient injury. The procedure was completed successfully. The device was not returned for analysis. Review of lot 15478645 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported stent dislodgement could not be confirmed and the exact cause could not be determined as the device was not returned for analysis. Based on the limited information available for review, factors contributing to the reported dislodgement (vessel characteristics, procedural factors) could not be determined. Neither the DHR nor the information available for review suggests that the difficulty experienced by the customer could be related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.